Event description:
Account contact reports: she donned the gloves and within five minutes her hands felt irritated on the back side. She removed the gloves and rinsed and washed her hands and saw that her hands were red and the hair follicles were irritated. Within a day of discontinuing the product the irritation resolved.